Manufacturer narrative:
The patient followed up with the implanting clinician on (B)(6) 2021. On this date, the implanting clinician decided to perform an explant procedure. The implanting clinician and the patient agreed to re-implant another stimulator at a later time. Antibiotics were prescribed to the patient (name, dosage, frequency unknown). The clinical representative asked the implanting clinician if he could provide information on why the occurrence took place. The implanting clinician stated that the erosion might have occurred because the receiver pocket was created on the ankle in an area with little tissue depth. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, excessive twisting or stretching, device positioning, implant procedure performed not following IFU were ruled out as potential causes. The cause of the erosion is likely related to implanting clinician's surgical technique when creating the pocket in an area with inadequate tissue depth. Design fmea for (B)(4) and hra for (B)(4) was reviewed and device erosion is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required.

Event description:
On (B)(6) 2021, the clinical representative became aware of a patient experiencing erosion at the receiver pocket site.